Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed general unexpected restart repeatedly. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to perform rewind, basic occlusion, occlusion, prime and excessive no delivery test due to cracked end cap. However, the insulin pump passed displacement test, operating currents, self-test, off no power and a21 error test. No a21 alarm during testing. The insulin pump had cracked case at the display window corner.